Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 600 mg/dl at the time of incident and current blood glucose level was 500 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual shot 20 units for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated they did not alleging insulin pump was under delivering. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer stated that drive support cap was normal. Customer reports bolus wizard was programmed accurately. Customer reports bolus history displays all bolus entries based on their recollection. Customer stated insulin exited at the quick release. Customer declined to perform the high pressure test. The insulin pump will not be returned for analysis.